Event description:
It was reported that during the procedure, low attenuator was found, and the motor was damaged. Finally, the procedure was terminated. The patient was stable, there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.